Event description:
It was reported following a left heart catheterization procedure and femoral angiogram, a 6f angio-seal sts device was deployed to seal the right common femoral arteriotomy; hemostasis was achieved. Following deployment, pedal pulses were absent. The pt underwent surgery to remove the angio-seal device. The pt was reportedly recovering. This event occurred during the sixth deployment in the sjm certification process.